Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified volume of lipids, at an unspecified rate, via a plum pump. It was reported that 20-30 minutes after the delivery was started, the nurse returned to the patient's room for an unspecified reason. At this time, the nurse noted a puddle of solution on the floor. The customer contact reported that the pump indicated that approximately 50 ml of solution had been delivered. No specific details were provided. The customer contact reported that the leg of the clave y-site had separated from the tubing of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, additional information was not provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported separation were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.